Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6). Product type product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a a patient receiving intrathecal fentanyl via an implantable pump for spinal pain indications. The patient reported that they were having a lot of problems with the pump equipment. The patient stated that several times they were getting no pump response. The patient rep also stated that it takes a long time to connect to the pump and sometimes it is connecting and takes forever to deliver the bolus. Agent walked the patient rep through clearing the cache and resetting the communicator. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a patient representative (rep) stated that they reached to get assistance how to delete the data. The agent reviewed and the rep will call back if he needs further assistance.